Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associate right atrial (ra) lead exhibited high out of range pacing impedances greater than 3000 ohms in the past three months. It was noted there were stored episodes of atrial tachy response (atr) from oversensing and noise and pacing inhibition. The physician elected to reprogram the device as atrial stimulation is not required. The system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.